Manufacturer narrative:
H10 ?device evaluation: one pneupac ventilators (parapac plus) was returned for investigation in used condition. The manometer was found to be functioning as intended. The damaged/broken face plate was verified during visual inspection. The damage resulted from a drop that was attributed to the customer. A user issue was therefore established as the root cause. The damaged front panel was replaced. The manometer was also replaced as a preventive measure. The ventilator underwent preventative maintenance. The ventilator was then confirmed to have passed all the functional tests.

Event description:
It was reported that the manometer on a smiths medical ventilator is not working/ face plate is broken - device has been dropped. No adverse patient effects were reported.